Event description:
It was reported that the device was implanted (B) (6) 2006. Replacement of lv and rv lead (B) (6) 2006, pacing the lv with 6v, 1.6ms (for how long is not established). New lv and atrial lead (B) (6) 2007 and replacement of device because of eri. It was reported that there was premature battery depletion. It was also reported that during implant attempt, there was sensing difficulty, multiple dislodgements, bad threshold, and diaphragmatic stimulation. It was also reported that the chronic rv lead had threshold issues. The lead was replaced. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Lead 6949 (B) (4) was never returned for review analysis. No patient complications have been reported as a result of this event.